Event description:
Breaking of wire on bipolar pacing catheter.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer for evaluation. The catheter had a suture near the 40 cm marking. Continuity testing was conducted. The sample had continuity at the proximal electrode, however, it failed distal continuity test. Further visual evaluation revealed the wire was cut at the point of suturing. This indicates the breakage of wire was likely a result of tight suturing and is not a defect attributed to the manufacturing process of the part.